Event description:
Customer reported a button error alarm on the insulin pump. Customer stated they wear the insulin pump in their bra and may have been exposed to moisture from sweat. Customer's current blood glucose reading is 196 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.